Event description:
Customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty motherboard, communications pcb, and 4.5v battery. System operates as intended.